Event description:
(B) (4). Same case as 2134265-2010-02855 and 2134265-2010-02853 it was reported that after a coronary artery stenting procedure, the patient experienced silent ischemia. The lesion being treated was located in the mid left anterior descending (mid lad). The physician implanted three taxus express2 (3.00x32mm, 2.75x32mm and 3.50x16mm) stents were implanted in the target lesion. In (B) (6) 2010, the patient developed silent ischemia. No treatment was given and patient status remains unchanged in (B) (6) 2010.

Event description:
It was further reported that treatment for the silent ischemia included a coronary angiogram that was performed on the mid right coronary artery which was not the target lesion in the index procedure. The lesion was 3.0mm, 16mm long with 75% stenosis. The physician treated the lesion with predilation using an balloon catheter of unknown size. Post procedure stenosis was 0% stenosis. The patient was hospitalized 7 days with the event reported as resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).